Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was inserted in the abdomen and found to be leaking at the hub approximately 30 minutes after the procedure was completed. The device was removed and replaced with a similar one and the procedure was completed successfully. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical products: device available for eval: yes; product received on: 07/09/2018. Investigation - evaluation: a review of the documentation and visual inspection/dimensional verification/functional test of the device was conducted during the investigation. Clinical assessment: there is no information stating the device was damaged upon opening. The customer stated the procedure was done without problems. It is not known if the damage may have occurred during stabilization of the locking mechanism. A device leakage could potentially cause poor drainage or infection resulting in significant harm. At this time, the most probable causes of this event are device failure and user technique. The customer returned one 10.2fr mac-loc catheter in two pieces. The first piece comprised of the mac-loc hub, connector cap, a purple stopcock, and approximately 6cm of catheter tubing. The second piece comprised of approximately 23cm of catheter tubing ending with the distal pigtail curl. The separation appeared to be a cut. No other surface damage was noted on the device. A discoloration was noted on the catheter tubing, possibly biomatter. The device was returned with the mac-loc in the locked position. The visual inspection of the returned device confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted, confirm the proximal assembly was secure. Catheter tubing rotation was noted during the tug test, possibly indicating that the flare was not fully compressed. Upon removing the cap, the suture string was found wrapped around the threads of the cap. The flare appeared small, very shallow, and with a diameter measuring at 0.200¿. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to specifications. The connector cap inner diameter, mac-loc hub inner diameter, catheter tubing outer diameter, and number of threads showing between the cap and hub were measured and all found to be within manufacturing specifications. The device did leak, but it is not out of specifications. Additionally, a document based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.